Event description:
Customer passed out due to low blood glucose around 10pm. The customer did not wake up until the next morning. The customer had taken glucose around 5-6pm. Customer took their normal amount of 70/30 based on a result. Unsure of what the result was. The customer ate candy when customer woke up and went to the doctor for an x-ray. Customer was injured when customer fell on the floor. Did not run controls because they got a strip error. A request was made for the return of the suspect device and replacement product was sent.